Manufacturer narrative:
We received one distal section of a vamp system which included the tubing, bonded sample site and an attached 4-way stopcock. The reported event of " tubing detachment occurred at the vamp reservoir" was confirmed. The pressure tubing with a bonded sample site had been detached from the bond joint with the vamp reservoir stopcock. The vamp reservoir and the rest of the kit were not returned. The tubing was bent near the point of detachment. Indications of bonding solvent were evident on some locations of the tubing bond surface area. The tubing outer diameter was measured near the point of detachment and found to be within specification. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Detached tubing will most likely occur during manipulation of the product by the clinician. Because the clinician is present, the stopcock can be used to stop the flow of blood, preventing blood loss. The system can be exchanged easily for another one, causing a minor delay in treatment or monitoring.

Event description:
It was reported that, during use, tubing detachment occurred at the vamp reservoir on the patient side. There was no information about blood loss. There was no allegation of patient injury. The set was available for evaluation. Inquired of patient demographics. Unable to be obtained.